Manufacturer narrative:
The review of provided data confirmed the reported issue, the observations are not visible: the analysis of provided data revealed, as reported, the report pdf dated (B)(6) 2024 was incorrectly generated. A possible root cause could be that necessary data inputs are not available at the time of the report generation, either due to data provisioning issues or system limitations in accessing real-time data. It should be noted that the report can be correctly generated on request. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, there is a message that is not understandable in the pdf report.